Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately calcified and severely tortuous proximal to mid left anterior descending (lad) artery. After pre-dilatation, a 3.00x24mm promus element¿ plus stent was deployed to treat the lesion. Following post-dilatation, stent edge dissection was noted. The physician then treated the dissection with placement of a 2.75x12mm promus element¿ plus stent, distal and overlapping the 3.00x24mm promus element¿ plus stent; and the procedure was completed. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).